Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had display anomaly. The customer's father reported that the display was blank. The customer's blood glucose was unknown at the time of incident. The customer's father stated that the battery cap was damaged. The customer's father was advised to be sent a replacement battery cap. The insulin pump will not be returned for analysis.